Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose. Customer's blood glucose level was 28 mg/dl. Customer treated their low blood glucose with food. Customer¿s current blood glucose level was in 55 mg/dl. Customer believed the insulin pump settings were incorrect and this was the first time using the insulin pump which resulted in low blood glucose levels.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.